Event description:
Paramedics tried to use a zoll medical pd-1400 pacemaker/defibrillator to monitor and defib a pt. When they tried to view the ECG signal on the crt, there wasn't any signal displayed. They tried in the paddles mode and all three of the lead modes.